Event description:
It was reported that a patient was revised to address a yukon set screw that migrated out of a yukon polyaxial screw post-operatively. This report captures the yukon polyaxial screw.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation. Corrected data: g1.

Event description:
It was reported that a patient was revised to address a yukon set screw that migrated out of a yukon polyaxial screw post-operatively. This report captures the yukon polyaxial screw.

Manufacturer narrative:
H6: coding has been updated to reflect an updated investigation upon receipt of the device. Corrected data: b3. Additional data: d4, d6b, d9, h3, h4.

Event description:
No new information.